Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer¿s current blood glucose value was 287 mg/dl. The customer did not experience any symptoms of high blood glucose value. No harm requiring medical intervention was reported. The customer will discontinue using the device.